Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies. Customers blood glucose was 232 mg/dl at the time of event, upon tandem technical support follow-up customer's blood glucose was 186 mg/dl.